Manufacturer narrative:
Migration of (B)(6) -> (B)(6) used an automatic copy function which mixed the x and y of the xyz coordinates. No code review between abvs vd10a and vc31a to confirm no unintended changes. This will be resolved via software release.

Event description:
The abvs nipple marker is positioned in the wrong location when images acquired with vd10a sw are viewed on susba.